Event description:
No additional information received. Materials#: 309653 batch#: 3235250. It was reported by the customer that our IV room observed one syringe that contains black specks throughout the syringe. Verbatim: our IV room observed one syringe that contains black specks throughout the syringe. We are unable to tell if they are on the interior or exterior. They do not move as the plunger moves. From the same lot, I have not seen this repeated on any other syringes.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported one syringe contains black specks throughout the syringe. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and there are black specks of embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The photo provided shows the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3235250. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Pr 9382016: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 309653 batch#: 3235250. It was reported by the customer that our IV room observed one syringe that contains black specks throughout the syringe. Verbatim: our IV room observed one syringe that contains black specks throughout the syringe. We are unable to tell if they are on the interior or exterior. They do not move as the plunger moves. From the same lot, I have not seen this repeated on any other syringes.